Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: d9. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, looseness of the video connector was recognized, thus it is presumed that due to poor contact of the electrical contacts, the no image malfunction occurred. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the hd camera head did not display an image. There were no reports of patient harm.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation of no image was not confirmed; however, a worn-out video connector was found with a loose connection. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.